Event description:
The tyshak ii valvuloplasty balloon was hand inflated nominal size (18mm) using a vac-lok locking syringe. After reaching its nominal size using fluoroscopy, the tyshak ii valvuloplasty balloon ruptured. Md immediately pulled a negative pressure on the vac-lok's plunger and locks it. Blood observed returning from the balloon port (which is supposed to ba a "closed-system"). The balloon was withdrawn from the patient with vac-lok plunger locked on negative. There were EKG changes after balloon rupture. Concern if there may have been some air/micro-bubbles dispersed during the balloon rupturing. The balloon ruptured from either a sharp calcific edge from the aortic valve and/or being inflated adjacent to the "crimped" undeployed valve cage loaded on its delivery system my have ruptured the balloon. Once removed it was confirmed the balloon ruptured. Procedure completed. No harm to patient.